Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A diagnostics problem was noted. It was confirmed that a bit flip caused the egms not to be stored.

Event description:
It was reported that there were detection of atrial and ventricular high rate episodes; however, the device did not have any electrogram stored for those episodes possibly due to bit flip. A normal device check session was completed and a holter monitor was placed on the patient. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.